Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that this allegation was confirmed. During the device evaluation, the following issues were discovered: the distal sheath had a pinhole, the flexible tube coat was peeling, the camera unit had an air leak, the final universal distal sheath bond was chipping, the pipe was bent and crushed, the flexible pipe was crushed, the flexible tube had scratches, the angle was caught, and the angle had noise. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that there were air/ water leaks in the airway mobilescope. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the connecting tube coating was peeling. This report is to capture the reportable malfunction of the peeled coating on the tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to stress of repeated use, external factors, or handling. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.6 inspection of the endoscope: [inspection of the endoscope] 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.